Event description:
The manufacturer received information alleging device test. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at third-party service center, an error code related to power was observed in the error log. Evt_power_vbus_dropped could mean that the v_bus dropped below 8.000v, all power sources depleted, a fault in last power source, or there was a power path circuit fault. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the reported error and the device was able to pass the functional test. If additional information is received, a supplemental report will be submitted accordingly.